Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The product was not returned and no x-rays were provided, so an evaluation was unable to be performed and no results are available. An internal CAPA was initiated to evaluate the cause of this issue. This investigation found that the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The screws are the subject of field action 3012447612-05-01-2020-001-r; however, this closure top is not within the scope of the field action. The lot number was not provided, so the DHR is unable to be reviewed. The labeling was reviewed does not appear to have contributed to this event.

Event description:
It was reported that a closure top was found to have migrated postoperatively. No further surgical or patient information was provided. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00290.

Event description:
It was reported that a closure top was found to have migrated postoperatively. No further surgical or patient information was provided. This is report one of two for this event.